Manufacturer narrative:
The monitor was returned for investigation and failed incoming functional testing. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. There is no indication that this device malfunction caused or contributed to the patient's passing. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. The device was started up at 08:43:22 on (B)(6) 2021. At 11:13:19, asystole was detected. ECG shows sinus bradycardia from 40-30 bpm with hb. The rhythm then degrades to asystole. At 11:14:37, an arrhythmia was detected . ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. Detection stopped at 11:14:39. From 11:15:32 to 11:18:08, asystole was detected two times. ECG shows severe bradycardia @ 10 bpm with CPR/motion artifact. At 11:20:40, an arrhythmia was detected. ECG shows idioventricular rhythm/vt from 50-125 bpm with motion artifact. Detection stopped at 11:21:03. The rate of the vt arrhythmia was less than the physician-prescribed rate threshold of 150 bpm. The lifevest typically requires 60 seconds of sustained vt above the rate threshold to deliver a treatment shock from 20:43:59 to 20:45:23, asystole was detected four times. ECG shows idioventricular rhythm from 20-10 bpm. The rhythm then degraded to asystole with intermittent cardiac activity and pvc's. The rhythm then degraded to asystole. Per holter monitor the patient was in sinus tachycardia/sinus rhythm from 100-70 bpm with motion artifact. The rhythm than slows to severe bradycardia from 10-20 bpm with CPR/motion artifact. The rhythm then transitions to an idioventricular rhythm @ 40 bpm. The rhythm then degrades to vt from 100-260 bpm with motion artifact and varying heart rate. At 20:47:16, the patient received the 1st non-lifevest defibrillation: rhythm at time of treatment was vt @ 260 bpm with motion artifact and varying amplitudes. Post shock rhythm was an idioventricular rhythm @ 40 bpm. The patient was in vt for approx. 1 minute 12 seconds before receiving the defibrillation. The patient remained in an idioventricular rhythm @ 50 bpm with CPR/motion artifact. At 20:49:36, the patient received the 2nd non-lifevest defibrillation. The rhythm at time of treatment was and idioventricular rhythm @ 80 bpm. Post shock rhythm was motion artifact with electrode lead fall off. The electrode belt was disconnected at 20:55:19 on (B)(6) 2021. The patient passed away on (B)(6) 2022. The device properly detected vt. However, the heart rate was at or below the threshold for treatment and CPR/electrode lead fall off prevented the lifevest from treating the patient.